Event description:
A nurse reported that a vitrectomy was performed during an intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The tip was split at the area of the stuck lens with the optic protruding from the split area. The cartridge showed evidence of being placed into a handpiece. The observations reasonably suggested that the damage occurred due to improper handling as outlined in the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. A lack of solution was observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested 02/23/2009 02/24/2009, and 03/10/2009 by phone, fax, and mail. A completed questionnaire has not been received.